Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019, that a wallflex biliary rx fully covered rmv stent was to be used to treat malignancy during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2019. Reportedly, the package was sealed and was not damaged prior to preparation. According to the complainant, during preparation, it was noticed that the stent was pre-deployed inside the packaging. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event.